Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently perforated, tilted, is embedded and cannot be retrieved. The patient also reports anxiety related to the filter. The indication for the filter implant was a history of pulmonary embolisms. The filter was placed vie the right femoral vein and deployed in the inferior vena cava. Normal venous anatomy was confirmed, and it was recommended that the filter be removed within twenty-one days. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information available for review, a relation between the device and the event could not be determined. There is nothing in the limited information currently available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 15857848 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Pths (B)(4) was generated for lot 15857848 due to bioburden test, however, the investigation conclude that the test is not was affected to the product therefore this pths is not related to the reported complaint. Two excursions were generated to lot 15857848 due to alarm violation in ((ix) > ucl) for the process (B)(4) on tests tms ppt1 and ppt2. No actions were taken since the material was processed meeting the specification. 9 reworked units were found for lot 15857848. All defects were reviewed against process fmea 12243145 rev. 9 and it was found that the reworks are not related to the complaint reported. The receiving inspection nonconformance records for (B)(6) permanent/ retrievable lots: 201303140103, 201303200032, 201303200146 and 201303200147 were reviewed and these lots were deemed acceptable. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events twelve years and four months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter struts outside the ivc, tilt, filter embedded in wall of the ivc, and device unable to be retrieved. No filter retrieval attempt has been documented. The patient is constantly worried about her safety, health, and wellbeing. The patient is worried that too much activity will cause the filter to puncture other organs or break off, causing pieces of the filter to travel to her heart, lungs, or brain. The following additional information received per the medical records state that the patient has a history of pulmonary embolisms. During the implant procedure, the filter was placed into the ivc via the right femoral vein approach. Normal venous anatomy was confirmed and it was recommended that the filter be removed within twentyone days.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt.